Event description:
Surgeon reported adverse skin reactions in 5/5 patients post operatively including skin maceration in 1/5. All patient's had applied intraop, "ortho skin" waterproof cast liner. Diagnosis or reason for use: applied intraop b surgeon during the timeframe. Event abated after use stopped or dose reduced? Yes.